Manufacturer narrative:
Batch review performed on 19 april 2021: lot 172827: (B)(4) items manufactured and released on 13 july 2017. Expiration date: 2022-06-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and 2 other similar events have been reported.

Event description:
The patient had a primary knee surgery on (B)(6) 2017. On (B)(6) 2017, the patient came in due to signs of infection. The surgeon downsized the poly from a 13mm to a 12mm. The surgery was completed successfully. On (B)(6) 2021, 3 years 5 months after the previous surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.